Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the defibrillation hard paddles assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device would not detect the defibrillation hard paddles assembly which were connected to the device. Without this recognition, the device could not deliver defibrillation therapy to the patient, if needed. The customer indicated that there was a backup device available immediately. There was no known adverse outcome to the patient as a result of the reported issue.